Event description:
Infusion pump was programmed to deliver fentanyl solution based on patient's body weight. Due to the pump's obsolete drug library, which contained an incorrect concentration for fentanyl, the actual delivery rate became 5x greater than intended. The pump operated for almost three hours until it was noticed that too much volume had been drained from the bag. At that point the pump was discontinued and sent for testing.levophed was administered to counter the excess fentanyl. Observation continued without further consequences, and the patient was transferred to an acute care unit the following day.